Event description:
It was reported that two (2) units of homechoice cassettes were missing the cap/tip protector to the drain line. This was described as there was ¿no plug on the tube that connects to drain bags. The plug was not in the cassette package.¿ this occurred during preparation of the product to use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: one sample was received for evaluation; the other sample was not received and therefore, could not be evaluated. A visual inspection was performed and a missing drain line cap was observed. Leak, clear passage, and clamp function tests were performed, and no issues were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.